Event description:
It was reported that during a device follow-up appointment it was identified that this right ventricular (rv) lead had dislodged. A revision procedure was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.